Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The failed back surgery syndrome patient reported that her pain stimulation system was removed a month after it was implanted because it was shocking her. No further event information was reported; no further complications were reported or anticipated.